Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, unk m/l kinectiv neck, lot # unk; item # unk, unk trilogy longevity liner, lot # unk; item # unk, hip-m / l taper-stems-unk, lot # unk; item # unk, hip-trilogy-unknown-cups, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-05555, 0001822565-2018-05665, 0001822565-2018-05686.

Event description:
It was reported that a patient underwent a revision surgery approximately 7 years post implantation due to allegations of metallosis, pain, instability, altr, trunnionosis, necrosis, and limited rom. Medical findings listed in legal document as follows: adverse local tissue reaction, left hip (cobalt metal reaction); alval (aseptic lymphocyte dominated vasculitis-associated lesion); trunnionosis with necrotic ¿dead¿ periarticular muscle; metal disease; corrosion found at trunnion of 36 mm femoral head with titanium dual modular neck; and, abnormal colored tissue with avascularity. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under an incorrect manufacturing facility. The initial report was forwarded in error and should be voided. Please see 0002648920 - 2018 - 00827 for accurate reporting of the event and device.

Event description:
No further event information available at the time of this report.